Event description:
The nurse reported that the pt expired in 2006 due to cardiac arrest. The nurse reported that she does not believe that the death was device related; she was unaware of any device issues. The pt was on lioresal 2000 mcg/ml at a dose of 260 ug/day. The next refill was due in 3 weeks.